Manufacturer narrative:
Additional information: h2, h3, h6. Investigation summary: the customer reported when they were about to use the product a leak of nutrition was see where the tubing line connects to the rigid part of the spike. The device history record (DHR) review was unable to be completed as the lot number reported was unknown. The reported device was not returned for evaluation; however, two photographs were provided by the customer. Visual inspection of the photographs confirmed the report of leak at the cross-spike connection. An investigation has been initiated to determine the root cause of this confirmed product failure. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported when they were about to use the product they noticed it started to leak nutrition where the tubing line connects to the rigid part of the spike. No patient involved.